Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was sending the wrong signals. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported issue. The epg passed all incoming testing. Analysis noted that the upper case and both bail covers were broken. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.